Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) contacted the company representative (rep) regarding a critical pump alarm. They read the logs which showed multiple pump motor stalls and recoveries of varying durations starting on (B)(6) 2022. They planned to replace the pump as soon as they can. The rep was not with the patient. Technical services reviewed steps to silence active alarm; advised rep to have hcp call technical services for instructions if necessary.